Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during a bolus on the insulin pump. Customer stated their blood glucose level was 500 mg/dl but it was found that their blood glucose level was actually 172 mg/dl. Customer treated with manual injections. Customer stated that they have a back-up plan. Customer had symptoms of high blood glucose levels such as frequent urination. Customer stated that the bolus history is missing the lunch bolus at around 12 pm. However, it was found that the bolus does appear in the history. Customer was advised to change the entire set, reservoir, and insulin. It was confirmed that the bolus history does record the boluses and the rest of the history is accurate. No further assistance needed.